Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered via pump to address bg level. The customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.